Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer stated that their healthcare provider had been contacted regarding this issue and the customer had been working on different infusion set site rotations to address the issue but continued to received occlusion alarms. The customer's blood glucose (bg) level was in the 280's mg/dl range. Correction boluses were delivered and a supply change was performed to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusions. Cts discussed occlusion alarm causes with the customer.